Manufacturer narrative:
Additional information.

Event description:
Additional information received notes that the pacemaker was explanted and replaced on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
Correction on h6 codes that were mentioned in the initial MDR but not present in the h6.

Manufacturer narrative:
The reported events of inability to interrogate, and pacing issue were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feed through damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that when the patient presented in clinic for a follow up, failure to interrogate issue was observed on the device. The patient experienced mild fatigue and sinus bradycardia. Magnet was placed on the device. No magnet rate was observed. Device replacement was suggested. The patient was stable.